Manufacturer narrative:
(B)(4). Date sent: 6/01/2026. B3: only event year known: 2026. D4: batch #725d46. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, with an unknown trocar inserted in the device, and with a gst60b reload loaded on the device. The reload was received unfired. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. The knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The event described of articulation unlocking could not be confirmed as the articulation mechanism was totally functional during functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, a98r8u, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 725d46, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the articulation fin seized and device could not be straightened. It was further reported that the device locked closed in an articulated position and it was unknown what steps were taken to straighten the device. Changed to a new one to complete the procedure with a delay of five minutes. There was no patient consequence nor surgical delay reported. No additional information provided.